Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D10. Concomitant medical products . Ilrght, certain® titanium large hexed screw lot 1273390. G4: premarket identification k072642.

Event description:
It was reported that the screws fractured. Other screws placed.